Manufacturer narrative:
A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this aberrometer. Based on quality assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that a patient reported blurry vision in both eyes post cataract surgery. The patient was noted to have a hyperopic surprise. The patient will have lasik correction. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.